Manufacturer narrative:
The investigation did not identify a product problem. The investigation did not identify a specific cause of the event.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 19 ng/l. The repeated results were 27 ng/l and 18 ng/l. These results were originally reported on medwatch 1823260-2025-05042. However, new information was provided on 15-dec-2025 that the troponin results were actually obtained on a cobas e801 module, not a cobas c 503 analytical unit.